Manufacturer narrative:
This report originally filed as 1644019-2019-00208. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a small fragment was detected in a patient's iris at the slit lamp review the day after a cataract procedure.